Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A duodenal ulcer is a known complication of the use of an intestinal tube. There is no device malfunction reported, due to the proximity to the placement of the drug delivery system, it is reported presumptively. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2015 a patient from (B)(6) had a percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 a duodenal ulcer was identified. No location in the duodenum provided. The tube was not removed and no treatment of the ulcer identified.